Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). Investigation is completed. This is an initial final report submission. Review of the most recent repair record determined that the motor had failed and the device had air leakage due to a failed gasket hinge in the handpiece assembly. The motor, hinge, and various bearings were replaced and resolved the reported issue. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the device was in need of repair. The device would not turn on before a surgery. Product evaluation investigation determined the device had air leaks, a reportable malfunction. No adverse events were reported as a result of this malfunction. No additional event information available.